Manufacturer narrative:
(B)(4). Date of follow-up report: 04/29/2016. One used lf4318 device was received, and evaluation of the returned sample could not confirm the reported complaint. Visual inspection of the device found no defects, and the jaws were open when received. Mechanical testing confirmed that the jaws opened and closed normally using the handle. The knife also extended and retracted smoothly when the trigger was activated. The investigation found the device to function normally and within specifications. A review of the device history records for this lot found no potentially contributing entries, and that it was released after meeting all quality specifications.

Manufacturer narrative:
(B)(4). Date of initial report: 04/15/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device were sticking and would not open properly. No injury to the patient occurred.